Event description:
It was reported that one day post-implant, the right atrial (ra) lead dislodged. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.